Manufacturer narrative:
Model number/catalog number 72402970. Serial number (B)(4). Batch/lot number 650758010. Model/catalog description reservoir 65 ml iz. Expiration date 04/27/2012. Manufacturer date 05/10/2010. This complaint was initially submitted to FDA via asr report q3 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via MDR report.

Event description:
It was reported that the patient's inflatable penile prosthesis needed to be replaced due to inflation issues. The device was broken. No patient complications reported in relation to this event. Additional information reported revealed that the pump would not take the fluid and a "sound of air" was heard while pumping. No patient complications reported in relation to this event. Further information indicated the patient had the inflatable penile prosthesis replaced due to erosion and fluid loss.